Manufacturer narrative:
Corrected data: this report is a duplicate product.

Event description:
This product was inadvertently reported twice. Reference 1627487-2019-10997 for information about this lead.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-10997. Reference manufacturer report number: 1627487-2019-10999. Reference manufacturer report number: 1627487-2019-11003. It was reported that the patient's leads migrated and were close to coming out of the skin. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. It is unconfirmed which leads were replaced, therefore all the leads are being reported.